Manufacturer narrative:
The hospital confirmed the device was not used with suction and the fluid was allowed to drain onto the pt. The instructions for use for the device provides the following warning "for wands with suction, failure to attach the suction adapter way cause thermal injury to the physician or pt."

Event description:
In 2006, a clinical incident involving a multivac xl arthrowand was reported to arthrocare corp. During an arthroscopic procedure of the shoulder, the pt was reported to have sustained a third degree burn to the pt's shoulder 4 to 5 inches in length and 1/2 to 3/4 inches in width. It was reported suction was not used during the procedure and the saline was allowed to drain onto the pt resulting in a burn to the pt. The burn was treated with dressings and is approx 95% healed.